Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 kept failing. A field service engineer found that the station was rebooted, and diagnostics were run, revealing that the device latch was not working properly. The tower center column was opened, and the latch assembly was found to have worn out micro switches. The device latch micro switches were replaced, the center column was reinstalled on the tower cabinet, and diagnostics were run again. All tests were successful. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 kept failing. The customer reported that a malfunction occurred when the user tried to dispense medication to the patient. However, no delays, adverse events, or injuries were reported because of this incident.